Event description:
It was reported that, "accolade stem inserter becomes stuck when using it ti insert stem. Difficult for surgeon to remove the inserter after the stem is inserted."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.